Event description:
Ten coils had been placed in the left internal carotid aneurysm in the a2-a3 segment. When the next coil (device in question) was attempted to be deployed into the aneurysm resistance was felt in the distal end of the coil. The physician attributes this resistance to the other coils already placed. As the coil was retracted into the micro catheter one of the previously placed coils was also pulled into the catheter. The catheter and coils were removed. The procedure was completed with the successful placement of a further ten coils. The pt is reported to be "good."